Event description:
This lead was implanted on (B)(6) 2004. It was noted on (B)(6) 2011 that patient has a staph infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)